Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause was unknown. The customer changed the infusion sets and administered a manual injection to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.